Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim even when the brightness level was set to 5 as the brightness button was not working. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the display was dim even when the brightness level was set to 5 as the brightness button was not working. The customer also stated that the device had a first-generation liquid crystal display (lcd) installed. The remote service engineer (rse) provided the customer with the part number and price of the replacement user interface (ui) assembly for repair. Per good faith effort (gfe) response received (B)(6) 2024, the biomedical technician ordered the replacement ui assembly, and upon receiving the new part, the biomedical technician performed the replacement, confirmed that the issue was resolved, and placed the device back in service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.